Event description:
It was reported that the trigger of the sagittal saw attachment was loose; however, the pre-repair inspection found only excessive heat generation. The event was not related to surgery. There was no human patient involvement as this device is intended for veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2026. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: correction: d9: corrected. Investigation summary ==> the actual device was returned for evaluation. A visual and functional assessment was performed on the device. All the pre-repair diagnostic assessment tests passed. During the service evaluation the following failures were identified: functional : heat conclusion: ¿ failure reported is confirmed the assignable root cause was determined to be due to component failure from wear.